Manufacturer narrative:
Customer service conducted troubleshooting with the customer by having the customer reset the pump. After the reset, the customer indicated that she could hear the pump running, but the display was not lighting up. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 08/03/2020 and 08/07/2020, the customer indicated that the replacement pump was working well and her mastitis was resolved. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 07/25/2020, the customer alleged to medela llc that her freestyle flex breast pump powered off on its own and would not power back on. Additionally, she alleged that she had mastitis for which she was prescribed antibiotics.